Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. The customer's blood glucose (bg) level was impacted (331 mg/dl). During troubleshooting with tandem technical support, the customer was able to reload a cartridge onto the pump and resume insulin delivery. The customer delivered a bolus via the pump to correct elevated bg level.